Manufacturer narrative:
(B)(6) h3: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that pump had a system fault. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement.

Manufacturer narrative:
D9: date returned to mfg 7/8/2024. One device was returned for analysis. Visual inspection showed scratches to the screen, a missing syringe cap and battery cap, and a cracked syringe port. There was no evidence to review in the device's event history log. A functional test was performed, and the reported issue was duplicated. The probable cause of the reported issue was due to the motor. As a result, the motor was replaced. Service history review identified that the device was last serviced for an issue related to "case damage".